Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturing reference number: 2017865-2023-03174, related manufacturing reference number: 2017865-2023-03176. It was reported that the patient presented after twiddling the implantable cardioverter defibrillator (ICD). It was noted that the right atrial lead had dislodged. The physician decided to explant the lead. During the procedure, the physician noted puss in the pocket. The ICD, right atrial, right ventricular, and left ventricular leads were explanted. The patient was in stable condition.